Event description:
It was reported that the day following implant, inadequate r wave sensing as well as inadequate impedance and pacing thresholds were observed on the right ventricular (rv) lead. Dislodgement was confirmed. The patient was brought back in for surgery the next day. The rv lead was repositioned successfully. The patient had no symptoms associated with the event, tolerated the procedure well and was in stable condition.